Event description:
It was reported that the nursing staff had difficulty tightening the screw on the motor lock multiple times throughout the shift. There were some days when the screw was tightened in the morning, and it remained tight throughout the shift. The situation was continued to be monitored. The patient then developed hemolysis and the motor was switched and the issue resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a3 - patient gender not available. Corrected data: section a1 - patient identifier corrected. Section a2 - patient age corrected. Section a4 - patient weight corrected. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d9 - device not available for evaluation. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported hemolysis could not be conclusively established through this evaluation. The centrimag blood pump was not available for investigation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump us instructions for use (rev. C) lists hemolysis as an adverse event that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.